Event description:
Reporter indicated her son's vns therapy system was helping him, but he has been depressed lately. The pt "has not had an adjustment since last summer." The pt stated, "I am so depressed I want to put a bullet in my head." The pt reportedly needs a vns setting adjustment and is looking for new psychiatrist since his previous physician is not comfortable making the adjustments. Good faith attempts to obtain additional info have been unsuccessful to date.